Event description:
Received info regarding air bubbles throughout the tubing and coming from the cartridge. The customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.